Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test." Concomitant products included medroxyprogesterone acetate (depo-provera) and vicodin (lortab). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, 3 years 4 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain/ severe cramping/ stomach still hurts on the left.") And infection ("infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea and abdominal pain lower outcome was unknown and the pelvic pain and infection had resolved. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, genital haemorrhage, infection and pelvic pain to be related to essure. Diagnostic results: it was reported that she had right os: 3 coils visualized left os: 2 coils visualized. Interim removal of the essure devices with two small remnant pelvic metallic densities. These may represent remnant tuboocclusive contraceptive devices. Thin linear radiopaque denshy noted along the lower pelvis. Correlate for overlying artifact. Bilateral fallopian tubes to pathology with bilateral essure coils. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received. Events added: plaintiff didn¿t undergo an essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("heavy and irregular bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) and vicodin (lortab). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced the first episode of abdominal pain lower ("severe cramping"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of abdominal pain lower ("lower stomach pain") and infection ("infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and infection had resolved and the genital haemorrhage, dysmenorrhoea and the last episode of abdominal pain lower outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, infection, pelvic pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results: it was reported that she had right os: 3 coils visualized left os: 2 coils visualized. Interim removal of the essure devices with two small remnant pelvic metallic densities. These may represent remnant tuboocclusive contraceptive devices. Thin linear radiopaque denshy noted along the lower pelvis. Correlate for overlying artifact. Bilateral fallopian tubes to pathology with bilateral essure coils. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Concomitant drugs and laboratory data were added. Update suspect drug indication. Added events dysmenorrhea (cramping), infection, stomach pain. On (B)(6) 2017, she explanted essure. Updated events, onset date and outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6)2017, she underwent pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.